Manufacturer narrative:
This report is submitted on 04 february 2020.

Event description:
Per the clinic, the patient experienced a loss of osseointegration, subsequently the patient was placed under general anaesthetic to place abutment on sleeper implant.